Manufacturer narrative:
The problem was due to a component failure (pc). We are unaware about patient injury. We are waiting for additional information from distributor.

Event description:
The laser system has the following problem: "pc does not turn on". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury.

Event description:
The laser system has the following problem: " pc does not turn on " no adverse effects to patient were reported.